Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor stated that the ok button on the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the ok and contrast buttons were intermittently responsive and required multiple button presses to become engaged. The up and down arrow buttons responded properly. There was no visible damage to the keypad. Contamination was present under all of the button contacts when the keypad was removed. Unrelated to the original complaint, there was a crack in the battery compartment. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).